Event description:
It was reported that during a colon procedure, the tip broke off in the patient. The tip was recovered. There were no patient consequences. Unknown how case was completed. One device will be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.